Event description:
Patient presented to the ER with an infection of the ipg site following surgery to revise the stimulation lead. The entire system was surgically removed (B)(6) 2020, resolving the infection.